Manufacturer narrative:
The reported field event of header anomaly was confirmed. Visual analysis shows the atrial ring spring was dislodged and pushed into the atrial lead bore.

Event description:
During an initial implant procedure, it was not possible for the lead to connect to the header of the device due to an obstruction in the port. A new device was used to resolve the event. The patient was stable.